Event description:
It was reported that this lead, implanted at the bundle of his, had outputs that were recently reprogrammed from 4v to 3v for longevity purposes. Recently, there was an alert indicating that no ambulatory auto thresholds have been successful in daily measurements since the programming changes to outputs. There was no impact to programmed output. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).